Event description:
The original report stated that the blue wire, at the tip of the instrument, was sticking out. This became loose during use. The user also found it hard to open the jaws. Upon return of the instrument, initial inspection discovered that the wire was bare.

Manufacturer narrative:
Date of initial report: 02/27/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.